Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total gastrectomy, the device jaws could not be re-opened while on tissue. The device jaws were removed from the tissue by prying them off with another instrument. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury.